Manufacturer narrative:
(B)(4). Product surveillance spoke to the home patient regarding the report of a system error 2240 alarm. The home patient stated he accidentally disconnected the supply bag in his sleep. The home patient notified the nurse of his mistake. There was no patient injury or medical intervention as a result. The sample was discarded. The home patient is continuing therapy on the cycler with no further issues.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm (air in line), which occurred on the homechoice (hc) during dwell 3 of 4. The cause of the alarm could not be determined. The home patient (hp) stated he would continue therapy in the morning with manual supplies. The baxter technical service representative assisted with ending therapy. Proper procedures per the user manual were reviewed with the hp. No patient injury or medical intervention was reported at the time of the initial report.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, on the sixth firing on the small bowel the staples did not form on one side. The area was transected off. They continued to use the same device to complete the procedure. There was no patient impact. The device was discarded. (B)(4)

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. A labeling review was performed and found to be adequate for the use error identified in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
Procedure type: cholecystectomy. According to the reporter: the client reports that a part broke off the instrument and fell in the pt's abdomen. The piece was retrieved and the operating time did not increase by more than 30 minutes. There was no additional bleeding and no tissue loss. The incision was not extended by more than 2.54 cm; the operation was not converted in open surgery; no additional operation was necessary. No pt injury was reported, the pt is well today.